Manufacturer narrative:
Other text: the service history review identified no indication that the complaint was related to a service of the device within the review period. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the patient was admitted to the hospital while using a pump. Per reporter there was no patient injury and the reason for hospitalization was not specified, it is unknown if the device caused or contributed to the patient being hospitalized. Follow up has been made to the customer for additional information.